Manufacturer narrative:
The peritonitis occurred on an unspecified date "about three months ago". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis "repeatedly". The cause of peritonitis was reported as due to patient's poor body resistance. It was not reported if the patient was hospitalized for the event. The patient was treated with ceftaroline (dose, route, duration and frequency not reported) and "another type" of cephalosporin (dose, route, duration and frequency not reported) for the peritonitis. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available as the reporter declined to provide additional information.